Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that patient connector lost telemetry was confirmed. Analysis of the service logs found the customer comment that the patient connector could not reconnect to the ICD was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a migrated and rotated implantable cardioverter defibrillator (ICD) was removed and stored on a sterile table to facilitate two leads that required replacement. It was observed during the procedure that the patient connector lost telemetry and it was not possible to reconnect. Troubleshooting steps were taken to include shutting down the mobile programmer, restarting and placing the patient connector in a sterile sleeve on the device; however the patient connector could not reconnect to the ICD. It was decided not to use the ICD and it was replaced with a new ICD. After the implant, telemetry connection between the new ICD and the patient connector worked normally as expected. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.